Manufacturer narrative:
H10. H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A device history review/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) misalignment of inserter (2) excessive force (3) bone hole size. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a dislocation procedure, after inserting the anchor and relaying the suture to the tissue, only the suture was separated while only the anchor was deployed in the bone hole. Additional bone hole was required due to the anchor remained in the patient´s bone. A back-up device was used to complete the procedure with no significant delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.